Event description:
It was reported that during implant the left ventricular lead was unsuccessful and that an epicardial lead will be implanted. The left ventricular lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.